Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. The customer was able to treat with four glucose tablets and by the end of the call, blood glucose was 115 mg/dl. The customer was offered to transfer to helpline but declined.